Manufacturer narrative:
(B)(4). Batch # u5ej86. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload (a) loaded on the device. The reload was received partially fired 1/5. In addition, another gst60d reload (b) was received partially fired 1/16 with 3 double drivers missing, making this reload non-functional. Upon reload inspection, the reload pan was noted to be partially dislodged from the left proximal side. The device was tested for functionality in the straight position with the returned reload (a) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached on what may have caused the reload pan to dislodge. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. And the partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during lobectomy surgery, could not fire . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.